Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having shocking sensations from the lead even after the voltage was lowered from 10 to 7. The shocking reportedly happened when the patient was sitting or standing, but not when she was lying down. The physician reportedly tried several different adjustments without change. The physician's notes stated that there was "probable degradation of lead insulation leading to shocking sensation." Unable to follow-up with contact information provided, no additional information was obtained.